Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23174. It was reported patient underwent surgery to replace an inoperable ipg (related manufacturer reference number: 1627487-2020-21253) during which high impedances were measured on the leads after being connected to the replacement ipg. As a result, the leads were explanted and replaced. Therapy was restored post-op.